Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient told the healthcare professional (hcp) that the neurostimulator ¿broke¿ and the hcp wanted to know where to send the patient for surgery to fix the system. It was noted that the hcp did not do surgery to implant or revise spinal cord stimulator (scs) systems. It was stated that there were no specific symptoms/history pertaining to this report, but the notes stated that the patient ¿possibly had a broken wire.¿ it was noted that the caller initially stated an MRI had been performed but later clarified that an x-ray did not show the tip of the leads, but indicated a possible broken wire. It was stated that the date of the event was unknown. It was reported that the patient would like stimulation back but can¿t because it was broken. It was noted that the patient had a surgical lead and would likely need to see a neurosurgeon.